Manufacturer narrative:
(B)(4). Implant date- 1999. Concomitant medical products- unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen tibial tray catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address articular surface wear approximately twenty-two (22) years post-operatively. Attempts have been made, however, no additional information is available at this time.